Event description:
It was reported the patient experienced a loss of therapeutic effect and bladder control. It was stated that ¿it was not working¿ since the third week after the implant. The patient did not wear a pad during the first three weeks, but then ¿it just stopped.¿ it was noted however, that it ¿might be working a tad.¿ no falls or traumas were reported in relation. The patient had been ¿real, real careful.¿ stimulation was currently at 1.3v on program 1, and was felt on the inside of their rectum, ¿in the butt cheek.¿ the patient had tried all four programs, and it was stated that program 1 worked the best. If stimulation was increased, it would become ¿too painful¿ in the vagina. The patient also experienced pain from the implantable neurostimulator incision down to their tailbone. There was no pattern to the aching or pain, and it seemed to be random. It was noted that there had been 4-5 reprogramming sessions, but the patient was ¿wetting as much as ever,¿ in addition to urgency. At the previous office visit, it was indicated the doctor wanted the patient to try another medication. It was added that the patient had frequent bladder infections as well. The patient¿s next appointment with their doctor was in (B)(6) 2013. About a week later, it was indicated the patient had chronic bladder infections before the device was implanted. The patient had been on a low-dose daily antibiotic ¿for a while¿ to prevent the infections. The patient was seen by the healthcare provider (hcp) in (B)(6) 2013. At that point, the patient had a ¿significant¿ improvement with the device. In (B)(6) 2013, it was noted the patient ¿wished¿ they had more improvement. The patient was also put on a trial of a new drug for the infections. The hcp thought that the device was helping the patient. As of (B)(6) 2013, the patient was ¿fine.¿ they were feeling stimulation in the vaginal area, but still had frequency and urgency. No further interventions had been planned. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3 093-28, lot# v892719, implanted: (B)(6) 2012, product type lead. (B)(4).